Manufacturer narrative:
Concomitant medical product(s): c4tr01 crt-p, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, varying impedance, increasing impedance, elevated sensing integrity counter (sic), noise and rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event.